Event description:
It was reported the patient did not recharge the ipg as recommended. The patient last charged the ipg approximately 2 years ago. As such, the ipg became inoperable. In turn, the patient underwent surgical intervention wherein the device was explanted and replaced. Stimulation therapy was reportedly restored postoperatively.